Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. However, while reviewing the complaint, we noted the surgeon hit the articular surface with impactor. Per surgical technique; the personalized knee surgical technique states to not impact or lever the articular surface inserter or extractor tools when they are attached to the tibial plate as this may disrupt the fixation of the tibial plate to the bone and/or cause damage to the implant or instrument. Also, do not impact the bearing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00126.

Event description:
It was reported that total knee arthroplasty was performed. Upon surface insertion, the surgeon felt different that the surface was not firmly seated in cement tibia component comparing to usual insertion. When he visually checked the condition, there was little gap on anterior between the surface and the cement tibia component. He decided to impact anterior side on the surface by another impactor to complete the procedure. Attempts have been made and no further information has been provided.